Event description:
It was reported a 6f sts plus angio-seal vascular closure device was used to seal the right femoral arteriotomy site post coronary angiography. One hundred and five days later, the pt complained of symptoms of right calf claudication. To evaluate a possible diagnosis of right femoral artery stenosis, 15 days later, the pt underwent another right femoral and coronary angiogram. The rotational study angiogram revealed a right common femoral artery stenosis greater than 75%, with multiple filling abnormalities.